Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: opened for a surgery and inside the container, there was a big brown mark. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be extreme shipping or storage conditions. (B)(4).

Event description:
It was reported that foreign material was found inside sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that foreign material was found inside sterile packaging